Event description:
During insertion of foley catheter, rn noticed piece of hair inside the sterile gloves packaging. This rn discarded entire foley catheter kit and used a completely new one. Information # (B)(4) packaging with lot# and gloves/hair sequestered. Manufacturer response for sterile gloves in temp sensing foley kit, sterile gloves in temp sensing foley kit (per site reporter) [redacted date] - emailed bd rep to request an RMA/mailer.